Event description:
The customer reported that more than 1 ml of clenz leaked from the coulter lh 750 hematology analyzer and that the instrument generated wbc voteouts and immature granulocytes flags. Micro bubbles were observed on the dispensers. The leak was contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found and replaced tubing with a cut in it at probe fitting through valve (vl19) to resolve the leak issue. He also replaced all wbc apertures and needle due to buildup. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).